Event description:
It was reported, one day after implant of the dual chamber pacemaker and leads, that the atrial lead had loss of capture and loss of sensing. Lead impedance was noted as normal. The physician will reposition the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.